Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a sensor failure after warm up which occurred five days after the sensor had been inserted, and which made her tandem pump stop working. She went into ketoacidosis, and was feeling unwell and vomiting. She contacted paramedics at around 4 am for help. She was given an insulin drip and remained in the hospital for one night. At the time of the report the patient was feeling better. No additional patient or event information is available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.